Event description:
The event is reported as: alleged issue: the clip applier would not load appropriately. The polymer clip would get stuck half way loaded into the jaws and then after pulling the trigger all the way, it would release into the pt abdomen. It appears as though the ratchet function is not working properly to load the clip fully into the jaws. No reported pt injury.

Manufacturer narrative:
Sample has not been received by MFR. Per device history report (DHR) review investigation did not issues related to this complaint. Complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. The MFR will continue to monitor and trend relating complaints.